Event description:
Healthcare professional reported capsular contracture baker grade iii diagnosed by MRI. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported, seroma-late. Diagnosed by ultrasound.

Event description:
Healthcare professional reported capsular contracture baker grade iii diagnosed by MRI. Healthcare professional later reported seroma-late diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. - crease folding of implant: observed. - seroma-late: unable to observe as it is a medical event that is not related to the device. Additional observations: - red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.